Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a ride-sided procedure, there was a blood clot noted in the sheath. The sheath and dilator were prepped, and the side port was flushed. The sheath and catheter were placed in the femoral vein, but the sheath was not constantly irrigated with heparinized saline as routine practice. The procedure was completed with no adverse patient consequences. There is no further information available.